Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided a photo that showed half a sheath torn apart with a broken tab. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The potential cause of this complaint could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: the white handle of the sheath popped off the body of the sheath while dilator still inside the patient's vein. No patient injury or complication reported.

Manufacturer narrative:
(B)(4).

Event description:
Complaint description: the white handle of the sheath popped off the body of the sheath while dilator still inside the patient's vein. No patient injury or complication reported.